Manufacturer narrative:
H3, h6 h10: the reported 7x25mm biosure regenesorb screw, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the patient had a right knee scope postoperative that confirmed a graft failure. An exact root cause cannot be determined with confidence with the information that was provided. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported device, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after an arthroscopic procedure for an acl repair, the patient had a right knee scope postoperative that confirmed a graft failure. The event was treated with physical and medication therapy. The outcome of the patient was unresolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.